Event description:
During an in-clinic follow-up, several episodes of noise that resulted in oversensing were noted on the right ventricular channel. The lead was explanted and replaced to resolve event. The patient's condition was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The field report of noise was not confirmed. Visual inspection of the lead found no other anomalies other than damage noted at the time of the explant procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.